Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that an echocardiogram (echo) performed on the patient revealed a severe decrease in the outflow graft. The hospital made a decision to exchange the lvad with another lvad due to a suspect clot in the device.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.